Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Tip came out with broken when several initial activation patient status/ outcome / consequences: unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.

Manufacturer narrative:
(B)(4). Batch # t92w0h. Additional information requested but not received: the event description states "tip came out with broken when several initial activation" is this referring to the black active titanium blade tip? If so was the blade tip completely broken off? Is this referring to the white tissue pad? If so is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? Investigation summary: the device was returned with no apparent damage. In addition, the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.